Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported sac growth was unconfirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be post re-line with ovation. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: e1: initial reporter ¿ address and phone number updated g1,2: contact office- name has been updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An intuitrak bifurcated stent system was implanted to treat an abdominal aortic aneurysm (aaa). It was reported that the sac was coiled and glued on an unknown date. Approximately eight (8) years post index procedure, aaa sac growth was identified with no endoleak. The intuitrak was relined with an ovation ix abdominal stent graft system.